Event description:
The international customer reported the ventilator alarm was sounding intermittently. The device was not in use on a patient therefore there was no patient involvement. Failure of the device alarm may result in failure to alert the user upon ventilator alarm activation and may be a detriment to the patient if in use. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem. Applicable final testing was performed and completed without faults reported.

Manufacturer narrative:
Supplemental report.